Event description:
It was reported by the customer "571.6821". There was no additional information provided and no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The reported issue could not be confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error code 571.6821 was not confirmed. The device was fully investigated and the reported issue was not confirmed. The device was working as designed. A root cause finding is not available as no failure was found. A review of the device history record showed the device had a manufacture date of 20mar2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer. Correction: e2, g2.

Event description:
It was reported by the customer "571.6821". There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer "571.6821". There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error code 571.6821 was not confirmed. Found error code 571.6241 from error log was confirmed due to a cable j3 to power board loosen up. It's possibly jarring the transport. Reseated the cable j3. Performed leak down test and co2 calibration with passing results. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 20mar2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn15173068 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The device was fully investigated and the reported issue was not confirmed. The device was working as designed. A root cause finding is not available as no failure was found. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer "571.6821". There was no additional information provided and no patient involvement.